Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed per specification. No sample was provided for evaluation. Therefore, the reported defect was unable to be confirmed. An approved project is in place to further address issues with leakage on the ultrasite valve due to damage. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: when attaching the ultrasite to the IV catheter and secure it, blood starts pouring out of the site. So, ultimately it is not getting a good seal. They all look the same and we are unable to tell if it is ok until we try to lock it into the catheter.